Manufacturer narrative:
The returned device was evaluated and the downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The distal tip of the soft cannula was observed to be torn and fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg0 levels reached 15 mmol/l (270 mg/dl) while wearing the pod.